Event description:
As described by the customer 'monitor tends to give inaccurate 02 sat readings. The tempus will give a reading of say 70% when the patient's presentations simply doesn't reflect. The crews advise me that they will change over to one of our portable o2 sat monitors and get a reading in the 90's' .the device return is planned to do an investigation and root cause analysis.

Event description:
"As described by the customer 'monitor tends to give inaccurate 02 sat readings. The tempus will give a reading of say 70% when the patient's presentations simply doesn't reflect. The crews advise me that they will change over to one of our portable o2 sat monitors and get a reading in the 90's. I have also received reports of fluctuating heart rates. The monitor will display a heart rate of say 20 to 30, when the patient's palpable pulse is 60-70. We have checked to ensure that the heart rate is reading off of the ECG and not the o2 sat pleth thinking this could have been the reason for the inaccurate rates. Screen has also frozen at times. The device log files was investigated by rdt and no problem was found. The device however reported that the spo2 had 23 incidents of the 'pulse ox sensor off patient ' errors through out the logs. This could be an indication that this cable was being used incorrectly or there is a fault with the cable. It is recommended that customer be supplied with a new ECG and spo2 cable. The customer should notify rdt if the problem persists with the new cables."